Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # 01511111 returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (bathroom) test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 200mg/dl . The customer's expected fasting blood glucose test result range is 90 - 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 09/28/2018 and open vial date is month of september 2017. The meter memory was reviewed for previous test result history: 1:122mg/dl (B)(6) 2017 05:51 am fasting:yes. 2:200mg/dl (B)(6) 2017 08:25 pm fasting:yes. 3:89mg/dl (B)(6) 2017 06:32 am fasting:yes. 4:118mg/dl (B)(6) 2017 10:01 pm fasting:yes. 5:120mg/dl(B)(6) 2017 05:41 am fasting:yes, memory concerns:customer is concerned with result of 200mg/dl.